Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not remove the used cartridge from the pump during the load process until prompted on the t:slim x2 pump screen.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge became dislodged from the pump and customer was unable to fit it onto the pump. Reportedly customer was attempting to load the cartridge outside of the load process. Customer's blood glucose level was 104 mg/dl. Tandem technical support assisted customer with successfully completing the load process with the same cartridge.